Event description:
On (B)(6) 2010 covidien was informed of a customer who had an issue with a heparin prefilled syringe. The attorney alleges that on (B)(6) 2007 the pt received a covidien-manufactured heparin sodium 300 unit syringe, 30 units/3ml i.v. Flush two times. On (B)(6) 2007, the pt received a covidien-manufactured heparin sodium 300 unit syringe, 30 units/3ml i.v. Flush one time only. In addition, on (B)(6) 2007, the pt was administered heparin sodium injection therapy at 1000 units/hr via the right subclavian. On an unreported date in (B)(6) 2007, the pt experienced sudden onset thrombocytopenia, in which his platelet count dropped within 48 hrs from 153,000 to 51,000 per microliter. On (B)(6) 2007, the pt was found to be heparin-induced thrombocytopenia (hit) positive. On the same day, heparin sodium injection therapy was disconnected, and argatroban therapy started.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway upon completion the results will be forwarded.